Event description:
The customer reported, the system made a banging noise and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power on the circuit contact and the timer settings were repaired. The system was tested and found to be working as intended and put back into service.